Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported that the cardioplegia started leaking at the two connectors in the 1/4¿ blood line. Slow leaks were noticed from both connectors so perfusion had to tie band them. The device was used to complete the procedure. There was no patient impact associated with this event. Additional information received stated that the customer is unsure what point during the procedure the first leak occurred. Only a few drops of blood was lost due to the leak, and a transfusion was not required. There was no visible air in the system/tubing.